Manufacturer narrative:
H6: codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-nov-13, (B)(4): information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller is nurse working with spinal cord stimulator (scs) pt who just had open heart surgery 2 days ago and is in hospital. Pt says someone had messed around with their settings yesterday on pt's controller and pt says their stimulation isn't working. Walked through turning stim back on but programming was different than pt expected. Pt having pain due mostly to the heart surgery but also underlying condition being treated by scs system. 2024-12-10, rtg0694617 (con): additional information was received, it was reported the manufacturer representative had set up the patient in four areas and each one would go to a different place. Patient stated it had worked great until it was messed up and the patient could not adjust the stimulation because they did not have a laptop. On (B)(6) 2025, e1 (rep): rep reported that patient was confused. Nothing has been changed with regards to ins or programming. Rep met with the patient on (B)(6). Checked patient's system and determined everything is functional and working as it should be. The issue was resolved. MDR decision updated too not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller is nurse working with spinal cord stimulator (scs) pt who just had open heart surgery 2 days ago and is in hospital. Pt says someone had messed around with their settings yesterday on pt's controller and pt says their stimulation isn't working. Walked through turning stim back on but programming was different than pt expected. Pt having pain due mostly to the heart surgery but also underlying condition being treated by scs system.

Event description:
Additional information was received, it was reported the manufacturer representative had set up the patient in four areas and each one would go to a different place. Patient stated it had worked great until it was messed up and the patient could not adjust the stimulation because they did not have a laptop.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.